Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently the patient underwent revision surgery to excise the excess skin on an unreported date. The patient experienced additional skin overgrowth and on (B)(6) 2010 was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.